Event description:
Additional information reported a clinical patient right eye pressure was noted to be high with iop of 32mmhg and blurred vision. Treatment was noted as brinzoamine eye drops, bromomonidine tartrate eye drops and tafluprost eye drops to reduce the lntraocular pressure but vision would not improve. A month later, the patient had a xen implanted in the fellow left eye and was noted that the iop of the right eye was still high. Additional medication was used with massages to reduce the intraocular pressure. Patient was then hospitalized seven months after xen implantation due to hypertension with iop noted as 25.3 mmhg. Patient was withdrawn from the study and underwent a penetrating viscous dilation plasty and gonioplasty. After the operation, 0.5% levofloxacin eye drops, tobramycin dexamethasone eye drops and other local anti-inflammatory with preventive treatment were given. Patient was discharged after four days of hospitalization due to clinical improvement of ocular hypertension.

Manufacturer narrative:
(B)(4). The events of corneal edema, high intraocular pressure, hyperemia of conjunctiva, and iritis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A clinical patient with a xen 45 gel stent implanted in the right eye experienced a corneal edema, anterior chamber inflammation, and hyperemia of conjunctiva the day after implant. Roughly two months following xen implantation, the patient experienced high intraocular pressure of 31 mmhg and received a combined operation and medication as treatment. The event of the high intraocular pressure is currently recovering/improving.

Event description:
Additional information received noting the event of high intraocular pressure has resolved. The patient again experienced the events of conjunctival hyperemia and cornea incision edema. No treatment were noted for these events and they were noted as mild. It was also noted the patient had a previous event of high intraocular pressure that was mild and recovered/relieved through concomitant operation and combined medication.

Manufacturer narrative:
Additional information: b.5.

Event description:
Additional information received noting the second event of corneal incision edema has ended and was recovered/mitigated.

Event description:
Additional information reported a clinical patient right eye pressure was noted to be high with iop of 32mmhg and blurred vision. Treatment was noted as brinzoamine eye drops, bromomonidine tartrate eye drops and tafluprost eye drops to reduce the lntraocular pressure but vision would not improve. A month later, the patient had a xen implanted in the fellow left eye and was noted that the iop of the right eye was still high. Additional medication was used with massages to reduce the intraocular pressure. Patient was then hospitalized seven months after xen implantation due to hypertension with iop noted as 25.3 mmhg. Patient was withdrawn from the study and underwent a penetrating viscous dilation plasty and gonioplasty. After the operation, 0.5% levofloxacin eye drops, tobramycin dexamethasone eye drops and other local anti-inflammatory with preventive treatment were given. Patient was discharged after four days of hospitalization due to clinical improvement of ocular hypertension.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.